Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during the procedure, the device shattered. Medical intervention to remove the cement that had already been injected was necessary. The procedure was successfully completed after obtaining a new device. No further adverse consequences were reported.

Manufacturer narrative:
Correction: b2. This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that during the procedure, the device shattered. Medical intervention to remove the cement that had already been injected was necessary. The procedure was successfully completed after obtaining a new device. No further adverse consequences were reported.